Event description:
Related manufacture reference number: 2017865-2022-01325, related manufacture reference number: 2017865-2022-01326, related manufacture reference number: 2017865-2022-01327. It was reported that the patient presented during clinical follow up. The patient was admitted to hospital due to possible infection. Through blood testing, endocarditis was confirmed. The patient's implanted system was explanted on (B)(6) 2022. The physician did not comment on the source of infection. The patient was in stable condition.

Event description:
Related manufacture reference number: (B)(4). It was reported that the patient presented during clinical follow up. The patient was admitted to hospital due to possible infection. Through blood testing, endocarditis was confirmed. The patient's implanted system was explanted on (B)(6) 2022. The physician did not comment on the source of infection. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.